Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was broken the tip of drill (drill was 4.2 mm/340 mm, broken part was around 2~3 cm from tip) during procedure with target arm. It couldn't retrieve the broken part though attempted to remove it by another drill. It was remain the broken part in patient body. The physician decided to remain it in patient body and complete the procedure.

Manufacturer narrative:
Corrections to device available for evaluation?/device evaluated by MFR? Evaluation revealed the drill tri-flat t2 femur ø4,2 x 340 mm to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned for evaluation (discarded). A review of the device history records could not be carried out as the lot code was unknown and not provided. Thus a reasonable examination and investigation was not possible. The reported event could not be confirmed. With the information given the exact root cause could not be determined. Based on the information given a deficiency of the item could not be verified. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was broken the tip of drill (drill was 4.2 mm/340 mm, broken part was around 2~3 cm from tip) during procedure with target arm. It couldn't retrieve the broken part though attempted to remove it by another drill. It was remain the broken part in patient body. The physician decided to remain it in patient body and complete the procedure.